Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 2.5 years in the estimated battery longevity was observed between follow-up visits. Device replacement was recommended within 90 days by technical services engineering. This device currently remains implanted and in service. No adverse patient effects were reported. Additional information: the field representative provided further information, indicating that the patient passed away due to septic shock, secondary to urosepsis. It was also noted that the lead electrocardiogram showed paced rhythm with no significant changes from the previous follow-up.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease of approximately 2.5 years in the estimated battery longevity was observed between follow-up visits. Device replacement was recommended within 90 days by technical services engineering. This device currently remains implanted and in service. No adverse patient effects were reported.